Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the left ventricular lead failed to capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and a slight increase in threshold on the left ventricular lead was noted. The left ventricular threshold was reprogrammed which resolved the stimulation. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.